Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer alleged pump's short battery life replace battery alert/replace battery now alarm. Device successfully downloaded traces and history file using thump. Device passed self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep and active current. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep and active current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 12:07pm, (B)(6) 2021 at 12:22pm, (B)(6) 2021 at 11:56am, (B)(6) 2021 at 5:58pm, (B)(6) 2021 at 11:23am,(B)(6) 2021 at 12:18pm, (B)(6) 2021 at 11:56am and on (B)(6) 2021 at 10:34am. Therefore, a battery change occurred in less than 1 day. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. In summary, customer allegation for pump's short battery life replace battery alert/replace battery now alarm was confirmed during testing where unit didn't pass sleep and active current. Swapped pcba 2 board with a test board and sleep and active current measurement passed. Problem isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The insulin pump did not receive a low battery alert prior to the replace battery alert. The battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.